Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia while using an ilet system with a 23-inch infusion set on the thigh, with a fingerstick blood glucose of 529 mg/dl and cgm reading ¿high,¿ after the caregiver noted insulin odor and suspected leakage; the caregiver administered two manual injections, performed a guided infusion site change, and planned a temporary pump pause per instructions. Symptoms included hyperglycemia and reported ketones. Outcomes included home management with monitoring and education, without hospitalization. Investigation included product troubleshooting and user education on infusion site change and high glucose management. Investigation of this case revealed that the event was consistent with hyperglycemia potentially associated with infusion site or delivery issues, given the reported insulin odor and suspected leakage, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.